Event description:
Implant was broken about halfway through the stem. Additional information received: device was originally implanted in (B)(6) 2012 and was explanted on (B)(6) 2012. Patient does not indicate that any trauma occurred. Patient is in good condition after revision surgery. The surgeon implanted a new ulnar component with an allograft and cables.

Manufacturer narrative:
Product is a custom device designed by prescription from implanting surgeon. This is the initial report submitted regarding this surgical event and medical device.